Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a shutter error after the laser pedal was pressed. The laser was rebooted, system calibrated, and procedure completed with no further errors or complications.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) replaced shutter 2. The received sample was inspected: performed several treatments with short foot switch pressing. All opening/closing sequences were monitored with oscilloscope and show no deviations. Abnormal usage of the foot pedal was performed to reproduce the reported error shows the error could only be reproduced if the laser pedal is activated for a very short time. During testing the error could be reproduced. This can only be caused by a very fast sliding off of the user¿s foot from the laser pedal. Further testing shows the error is not reproducible all the time only intermittent short activations of the laser pedal cause the error. The root cause could not be identified unambiguously but is most possible caused by the user slipped off the laser pedal immediately after the activation signal was active. The manufacturer internal reference number is: (B)(4).